Event description:
Plunger of 5 ml glass luer lock syringe stuck (did not slide freely) when pt was receiving epidural steroid injection. Pt developed a spinal headache. Md believes nerve root was touched with needle, when plunger became unstuck.